Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating current, unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify blank display due to cracked bleeding lcd. Insulin pump received with broken reservoir tube lip.